Manufacturer narrative:
The case states that this facility was using (B)(4) rapicide glutaraldehyde to high level disinfect endoscopes at ambient temperature also known as cold soaking. Two facility nurses reported exposure symptoms which included runny nose and nasal irritation. This facility failed to follow instructions as rapicide glutaraldehyde is not indicated for use in manual reprocessing of endoscopes at ambient temperature. The IFU specifically states "it is not to be used at ambient (room) temperature for high-level disinfection of endoscopes." Rapicide is intended for use at 35 degrees celsius. It unknown if appropriate ppe was worn while handling. (B)(4) sales representative has contacted this facility to educate them on the appropriate use of rapicide glutaraldehyde and alternative chemistries approved for use at ambient temperature for manual reprocessing of endoscopes. To date, there have been no reported patient illness or injury reported from inappropriate reprocessing of endoscopes. It was reported there were no lasting symptoms from the chemical exposure. This complaint will continue to be monitored within (B)(4) complaint system.

Event description:
The case states that this facility was using (B)(4) rapicide glutaraldehyde to high level disinfect endoscopes at ambient temperature. Two facility nurses reported exposure symptoms which included runny nose and nasal irritation.